Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6771751. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had a fractured lead causing ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2026 where a new lead was placed. During the procedure the lead broke leaving a fragment left imbedded in the patient [related manufacturer reference number:1627487-2026-00461]. Case was completed and therapy restored. It is unknown which lead fractured.